Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance as well as an alert for out-of-range measurements of 149 ohms. Technical services (ts) was consulted and due to the gradual increase in the measurements, calcification was suspected to cause the out-of-range measurements. No adverse patient effects were reported. This lead remains in service.